Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. It was clarified that, after the patient provided 8 units of insulin bolus, there was no bg reading taken because the patient did not have a glucometer at home. Then she woke up at 4:00 am on (B)(6) 2025 and started vomiting. She was taken to the hospital by her husband and friend. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was constantly vomiting and went to the hospital. She was accompanied by her husband and friend. The cgm reading was 383 mg/dl using a tandem mobi pump, the pump providing 8 units of insulin bolus but the values were not decreasing. There was no bg reading taken. Upon arriving at the emergency room, the bg reading was 600 mg/dl taken by the nurse. The patient was treated with IV insulin and fluids since she was dehydrated. The patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025. At the time of the report the patient felt fine and was able to visit her doctor on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.